Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/ pain"), genital haemorrhage ("bleeding/ a lot of bleeding") and blindness ("vision/eye problems type: blurred, double and loss") in a 36-year-old female patient who had essure (batch no. 976384) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included herniated disc, pseudotumor cerebri, anxiety and benign intracranial hypertension. Concurrent conditions included overweight, vomiting, nabothian cyst, chronic cervicitis and adenomyosis. In (B)(6) 2012, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse) / sexual discomfort"). On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2013, 7 months 27 days after insertion of essure, the patient experienced nausea ("nausea"). In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and fatigue ("fatigue/ always tired"). In (B)(6) 2013, the patient experienced weight decreased ("weight loss/ extreme loss then extreme gain") and weight increased ("extreme loss then extreme gain"). In 2013, the patient experienced dermatitis ("skin rashes/ rashes or skin conditions type: dermatitis"), stress ("stress always crying"), crying ("stress always crying"), migraine ("migraines"), headache ("headaches") and bacterial infection ("infection (other) describe: bacteria"). In (B)(6) 2013, the patient experienced urinary tract infection ("infection (bladder/urinary tract/vaginal) type: urinary"). On (B)(6) 2013, the patient experienced vision blurred ("vision/eye problems type: blurred, double and loss"), diplopia ("vision/eye problems type: blurred, double and loss") and blindness (seriousness criterion medically significant). In 2014, the patient experienced alopecia ("hair loss"). In (B)(6) 2014, the patient experienced bladder disorder ("bladder or urinary problems or changes") and vaginal discharge ("vaginal discharge"). In 2016, the patient experienced perineurial cyst ("tarlov cysts"). In 2017, the patient experienced neuropathy peripheral ("peripheral neuropathy legs, feet") and dizziness ("dizziness"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), disturbance in attention ("unable to stay focused because of health issues"), urinary tract disorder ("bladder or urinary problems or changes"), abdominal pain lower ("lower abdominal pain"), neck pain ("neck pain"), pain in extremity ("hands and feet pain") and back pain ("back pain"). The patient was treated with surgery (robotically assisted total laparoscopic hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, dermatitis, urinary tract infection, stress, crying, disturbance in attention, bladder disorder, urinary tract disorder, migraine, headache, nausea, neuropathy peripheral, dizziness, vaginal discharge, vision blurred, diplopia, blindness, fatigue, alopecia, perineurial cyst, bacterial infection, weight increased, abdominal pain lower, neck pain, pain in extremity and back pain outcome was unknown and the genital haemorrhage, dyspareunia and weight decreased had resolved. The reporter considered abdominal pain lower, alopecia, back pain, bacterial infection, bladder disorder, blindness, crying, dermatitis, diplopia, disturbance in attention, dizziness, dyspareunia, fatigue, genital haemorrhage, headache, migraine, nausea, neck pain, neuropathy peripheral, pain in extremity, pelvic pain, perineurial cyst, stress, urinary tract disorder, urinary tract infection, vaginal discharge, vision blurred, weight decreased and weight increased to be related to essure. The reporter commented: the essure coil was placed without difficulty and deployed with 2-3 visible coils. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.1 kg/sqm. On (B)(6) 2015: pelvic sonogram - findings: sections through the pelvis show the uterus to contain bilateral essure implants at the uterine horns/origins of the fallopian tubes. The uterus measures 80 mm. By 52 mm. By 63 mm. Small anterior wall fibroid is identified measuring 22x 23 x 22 mm impressing upon the intermargin of the endometrial canal. The ovaries appear normal. The right ovary measures 40 mm. By 26 mm. In size; the left ovary measures 31 mm. By 29 mm. The endometrium is 12 mm in thickness. Concerning the injuries reported in this case, the following ones were described in patient's medical records: confirms pelvic pain, headache, nausea. Most recent follow-up information incorporated above includes: on 13-jun-2018: information from pfs and mr. New reporters added. Patient¿s demographics added. Indication added. Lot number added. New events added: infection (bladder/urinary tract/vaginal) type: urinary, infection (other) describe: bacteria, stress always crying, unable to stay focused because of health issues, bladder or urinary problems or changes, migraines, headaches, nausea, peripheral neuropathy legs, feet, dizziness, dyspareunia (painful sexual intercourse)/ sexual discomfort, vaginal discharge, vision/eye problems type: blurred, double and loss, fatigue/ always tired, weight loss/ extreme loss then extreme gain, hair loss, tarlov cysts, lower abdominal pain, neck pain, hands and feet pain, back pain. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/ pain"), genital haemorrhage ("bleeding/ a lot of bleeding") and blindness ("vision/eye problems type: blurred, double and loss") in a 36-year-old female patient who had essure (batch no. 976384-invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included herniated disc, pseudotumor cerebri, anxiety and benign intracranial hypertension. Concurrent conditions included overweight, vomiting, nabothian cyst, chronic cervicitis and adenomyosis. In (B)(6) 2012, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)/ sexual discomfort"). On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2013, 7 months 27 days after insertion of essure, the patient experienced nausea ("nausea"). In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and fatigue ("fatigue/ always tired"). In (B)(6) 2013, the patient experienced weight decreased ("weight loss/ extreme loss then extreme gain") and weight increased ("extreme loss then extreme gain"). In 2013, the patient experienced dermatitis ("skin rashes/ rashes or skin conditions type: dermatitis"), stress ("stress always crying"), crying ("stress always crying"), migraine ("migraines"), headache ("headaches") and bacterial infection ("infection (other) describe: bacteria"). In (B)(6) 2013, the patient experienced urinary tract infection ("infection (bladder/urinary tract/vaginal) type: urinary"). On (B)(6) 2013, the patient experienced vision blurred ("vision/eye problems type: blurred, double and loss"), diplopia ("vision/eye problems type: blurred, double and loss") and blindness (seriousness criterion medically significant). In 2014, the patient experienced alopecia ("hair loss"). In (B)(6) 2014, the patient experienced bladder disorder ("bladder or urinary problems or changes") and vaginal discharge ("vaginal discharge"). In 2016, the patient experienced perineurial cyst ("tarlov cysts"). In 2017, the patient experienced neuropathy peripheral ("peripheral neuropathy legs, feet") and dizziness ("dizziness"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), disturbance in attention ("unable to stay focused because of health issues"), urinary tract disorder ("bladder or urinary problems or changes"), abdominal pain lower ("lower abdominal pain"), neck pain ("neck pain"), pain in extremity ("hands and feet pain") and back pain ("back pain"). The patient was treated with surgery (robotically assisted total laparoscopic hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, dermatitis, urinary tract infection, stress, crying, disturbance in attention, bladder disorder, urinary tract disorder, migraine, headache, nausea, neuropathy peripheral, dizziness, vaginal discharge, vision blurred, diplopia, blindness, fatigue, alopecia, perineurial cyst, bacterial infection, weight increased, abdominal pain lower, neck pain, pain in extremity and back pain outcome was unknown and the genital haemorrhage, dyspareunia and weight decreased had resolved. The reporter considered abdominal pain lower, alopecia, back pain, bacterial infection, bladder disorder, blindness, crying, dermatitis, diplopia, disturbance in attention, dizziness, dyspareunia, fatigue, genital haemorrhage, headache, migraine, nausea, neck pain, neuropathy peripheral, pain in extremity, pelvic pain, perineurial cyst, stress, urinary tract disorder, urinary tract infection, vaginal discharge, vision blurred, weight decreased and weight increased to be related to essure. The reporter commented: the essure coil was placed without difficulty and deployed with 2-3 visible coils. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.1 kg/sqm. (B)(6) 2015: pelvic sonogram findings: sections through the pelvis show the uterus to contain bilateral essure implants at the uterine horns/origins of the fallopian tubes. The uterus measures 80 mm. By 52 mm. By 63 mm. Small anterior wall fibroid is identified measuring 22x 23 x 22 mm impressing upon the intermargin of the endometrial canal. The ovaries appear normal. The right ovary measures 40 mm. By 26 mm. In size; the left ovary measures 31 mm. By 29 mm. The endometrium is 12 mm in thickness. Concerning the injuries reported in this case, the following ones were described in patient's medical records: confirms pelvic pain, headache, nausea. Most recent follow-up information incorporated above includes: on 17-aug-2018: update of information (batch is invalid). Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and rash ("skin rashes"). The patient was treated with surgery (to remove essure). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage and rash outcome was unknown. The reporter considered genital haemorrhage, pelvic pain and rash to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.